Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 blunt fill had epoxy on the needle. This was discovered before use. The following information was provided by the initial reporter: it was reported that there was residue that appeared to be glue on the length of the needle.

Manufacturer narrative:
Investigation: one 3ml syringe with needle attached in and opened blister pack from batch 0048075 (p/n 305060) was received and evaluated. It was observed there was multiple large white particles attached to the cannula. The particles appeared to be epoxy and were rejectable per product specification. A potential root cause for the epoxy on needle defect is associated with the needle manufacturing process. The sample was sent to bd columbus and they have verified the root cause occurred during the nip assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, a jam may have occurred at the cannulator inducing the excess of white epoxy on the needle. (B)(4). This is the 1st complaint for this lot and product. This lot was produced for 2.3mm units. This gives a cpm of 0.4. No corrective actions are necessary based on the defective rate identified. Batch 0048075 is considered in compliance with our product specification requirements. DHR was performed. There was no documentation for this type of defect during the entire production run of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 18x1-1/2 blunt fill had epoxy on the needle. This was discovered before use. The following information was provided by the initial reporter: it was reported that there was residue that appeared to be glue on the length of the needle.